Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. Device battery voltage was 2.632 on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device had premature battery depletion and did not alert for elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.